Manufacturer narrative:
Manufacturing evaluation: investigation- the valve was received in the return kit, submersed in an unidentified liquid. Visual inspection - no significant deformations or damge of the valves were detected during the visual inspection. Permeability test - the results have shown that the valve and reservoir are permeable. Adjustment test - the valve was tested is and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - after the tests, we have dismantled the valves. Inside both valves we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion and non-adjustability. At this time, the valves were shown to be permeable and the progav operated as expected and met all specifications. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known inevitable risks of hydrocephalus therapy in shunt implants. We exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The initial implantation was performed in (B)(6) 2019. However, there was suspected incomplete blockage and pressure adjustment malfunction. Revision was done and the product was then replaced. Additional information was not provided.